Event description:
While operating this infusion pump a low battery alarm sounded. Upon inspection by the nurse, she observed that the lidocaine drip was properly infusing and the device needed to be plugged in. Approximately 15 minutes later the patient was observed to be in distress (via the close circuit t.v. Monitor). The patient was attended to immediately and upon inspection it was found that the infusion pump had malfunctioned and rapidly infused the lidocaine into the patientinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, electrical tests performed. Results of evaluation: component failure, electrical problem, battery/pack. Conclusion: device failure occurred and was related to event, device failure directly caused event, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.